Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the clinical tablet was used to program the pump during this event. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID a810 serial# unknown product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and healthcare provider (hcp) via a device manufacturer representative (rep) indicated that the patient was receiving fentanyl (10,000mcg/ml at 1052mcg/day) via an implantable infusion pump. It was reported that the empty pump alarm occurred which was silenced but a reservoir volume was not entered so it continued to alarm. The caller stated that the pump was not refilled but reprogrammed to full volume to stop it from alarming and was set to minimum rate mode. It was noted that the patient did not know if they would be using the pump in the future. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration of fentanyl at 1502 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient's pump was alarming. The patient stated their pump was alarming and they felt terrible. The patient went to the hospital the night before, (B)(6) 2019. The patient reported their doctor was paged but never responded. The patient reported they were feeling sick because the medication is "coming out of her." It was reported the patient was hearing the dual tone alarm (5 times in a row) and it would go off every 5-10 minutes. The patient stated the alarm was driving them crazy. It was reported the patient had missed a scheduled refill. The patient reported they had missed their refill because their throat swelled, and their chest, and they could not breathe and could not leave their nebulizer. The patient was directed to follow-up with a healthcare provider regarding the pump alarm and their symptoms. It was reported the alarm began on (B)(6) 2019. It was indicated the patient did not have a managing healthcare provider at the time of the report. Physician listings were provided. No further complications were reported or anticipated. Additional information was received from the consumer. The patient reported that they have not been in this much pain in 16 years, and this was not living. The patient reported the pump has run out, and the alarm has been silenced.